Event description:
The reporter stated that where the two stopcocks go together, there is extra plastic and the stopcocks fell apart. No pt info available.

Manufacturer narrative:
One set returned with the bonded connection of the two stopcocks twisted into. The customer had twisted off the stopcock at a bonded connection which could have left frayed plastic and then they tried to reattach the stopcock. This issue is due to the user twisted and breaking the part and not a manufacturing issue. The device history record was reviewed and found to be acceptable. Medex was able to confirm this issue and determine the cause. The issue is due to user error and not a product issue. No additional action necessary at this time. Medex considers this MDR closed with this report.